Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure (erbe errors c-54) was confirmed and reproduced. The unit was placed an in-house system and was run in normal mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due to error c-34. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they got an error on the erbe and were no longer able to use the generator and then switched to an external one. The logs showed several c-34 and c-54 errors indicating voltage and magnetic interference issues. Upon investigation, it seemed like there were no devices nearby that could cause interference, but the erbe seemed to not be plugged into a standalone power source. The isi tse requested the customer to see if the power cable could be seated in a dedicated socket. The surgeon suspected the power cable not being in a dedicated socket could be the culprit as it did not seem to be connected to one of their dedicated outlets. The surgeon would however find a biomed in the hospital to do this for them, but it could take several hours for the task to be accomplished. The isi tse requested the customer to troubleshoot by reseating the cables, but the customer did not want to do it themselves. No instruments or related cables were connected at the time of the call, but the error was still present. The procedure was completed with no reported injury. Isi followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that the operation was completed with a backup generator.